Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. The 2 devices were received for evaluation; the events were not duplicated during testing. The 1 device was found to be affected by debris in the collet. The 1 device was found to be within specifications for the reported event. The 1 device is available for evaluation but has not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction event, in which the device was reportedly leaking. The 2 events had no patient involvement; no patient impact. The 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. There were no remedial actions taken. This device is not labeled for single-use. Correction: this device was originally expected for evaluation; however, the device was not received.

Event description:
This report summarizes 3 malfunction event, in which the device was reportedly leaking. 2 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.